Event description:
I was implanted with mentor saline implants 12 years ago and initially had no issues. Two years after implantation, I noticed changes in my energy, mood, and mental health. I struggled with bouts of depression and anxiety. Last year, I developed severe itching on my left breast that would not resolve and developed a lump which required a lumpectomy (benign). Recently ((B)(6) 2020), I developed disabling symptoms that put me out of work. This greatly affected my quality of life. I developed burning pain in my feet bilaterally which then proceed to severe joint pain, upper and lower extremity neuropathy, musculoskeletal pain (legs and feet), chronic fatigue, depression, anxiety, insomnia, hair loss, mood disorder, and difficulty with short term and long term memory. I had none for these symptoms prior to implantation. I went to my primary care doctor, 2 rheumatologist, 2 neurologist to be tested for autoimmune and neurological conditions. All my tests were (B)(6) for multiple medical conditions that could have caused these symptoms. They did extensive testing (labs, MRI, CT scan, nerve conduction tests, (B)(6), lyme disease, thyroid, etc. One of my neurologist agreed the breast implants could be the culprit to my issues. All my tests were normal despite these debilitating symptoms. After researching breast implant illness, I realized thousands of women are experiencing the same or similar symptoms as I did. Being in the medical field I made sure everything was tested to make sure we eliminated all medical issue before coming down with this conclusion. This lead me to have an en bloc capsulectomy to remove the implants and scar tissue ((B)(6) 2020). Breast implants are not safe and it is the FDA's responsibility to properly regulate these devices. The chemicals in the implants degrading over time could obviously harm all the systems in the body. There are not long term studies to investigate breast implant illness and the thousands of women affected by this. Doctors should be mandated to inform patient of breast implant illness risk by the FDA. I hope I regain my health back after this nightmare. (B)(4).